Manufacturer narrative:
Report source: (B)(6).

Event description:
It was reported that the patient was hospitalized for a fever during use of a cadd-legacy® duodopa pump. The pump had experienced a "high pressure episode" around the time of the event. The patient had been treated for a fever two weeks prior, and was hospitalized when it didn't resolve. A new treatment for fever was started. No permanent injury was reported.

Manufacturer narrative:
It was noted that the date of birth reported from the reporter is not consistent with the complaint information.

Event description:
It was additionally reported that a peg tube occlusion caused the high pressure alarm, which is unrelated to the smiths medical device. The reporter changed the complaint to a complaint against another manufacturer's pej tube.

Event description:
It was additionally reported that the patient was administered ceftriaxone intravenously. The patient's fever disappeared. The origin of the fever was unknown. The fever had been present for two weeks and was treated with unknown antibiotic therapy prior to hospitalization. The patient was recovering at the time of report.